Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements. No adverse patient effects were reported. This lead remains in service.